Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was plugged into a non-working port. A field service engineer (fse) performed to find another live ethernet port, connected to it to resolve the issue and the communication was restored. Fse tested the station, and the station was good in hardware test application. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a station not communicating. The customer reported that able to get medications from another station. There were no adverse events or injuries reported based on this event.